Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, it was noted that the abdominal aorta had an aneurysm and was tortuous. During the implant of this transcatheter bioprosthetic valve, with the delivery catheter system (dcs), tortuous patient anatomy was encountered when advancing the system. The aortic arch was heavily calcified. During an attempt to deploy the valve, the deployment knob turned, but the capsule did not respond; the capsule of the dcs would not open. The aortic arch was crossed twice, but the capsule would not open and the valve could not be deployed. The dcs was withdrawn from the patient and the valve was not used for implant. A new 34mm transcatheter bioprosthetic valve was loaded and implanted. No adverse patient effects were reported. It was reported that one week following valve implant an aneurysm in the abdominal aorta ruptured and the patient subsequently died as they were inoperable for stent placement or open-heart surgery. Immediately following the valve implant, fluoroscopic check did not show any rupture. Per the physician, the dcs might have contributed to the rupture. It is unknown if an autopsy was performed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received for analysis with the valve loaded in the capsule of the dcs. Procedural films were also submitted for review. The dcs was returned with the end cap/screw gear snap fit connected; the capsule was fully closed and slightly over captured. The dcs handle and tip-retrieval mechanism appeared intact. Visual inspection showed delamination over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. During an attempt to deploy the valve, the end cap of the dcs separated. Once the handle of the dcs was retracted to approximately 3.5cm the end cap also retracted. The valve could not be removed from the dcs. Conclusion: the device history record was reviewed and showed that the dcs met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural films were reviewed; the cines included only one valve load check of the second valve and confirmed a good load. The films showed there were many techniques performed to assist the dcs catheter around the aortic arch including both a balloon and snaring attempts. The evidence provided confirmed the presence of severe calcium and diffuse disease throughout the patient¿s aorta. The imaging confirmed severe tortuosity in the abdominal aorta with aneurysms present. The final angiogram confirmed a good valve deployment result. During analysis, the end cap of the dcs separated when valve deployment was attempted. The end cap retracted once the handle was retracted to approximately 3.5cm. However, the description of the event does not indicate that this damage occurred during the reported issue. End cap separation refers to an event where the end cap/screw gear snap fit fails and the capsule of the dcs cannot retract. The failure occurs when the dcs forces exceed the tensile strength of the joint. Historically, a misloaded valve is a known cause of this event type; however, without the first valve load check, a root cause of this event could not be determined. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. In this case, it was noted that the patient had tortuous and heavily calcified anatomy. There was no other evidence of damage observed on the deice. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Difficulty advancing the dcs through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). The patient¿s tortuous and heavily calcified anatomy was the most likely cause of the advancement difficulties and inability to deploy the valve. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was reported in this case. The capsule was observed slightly over captured. An over-capture can contribute to high deployment forces. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Cardiovascular injuries, such as rupture, and patient death are known potential adverse patient effects per the device IFU. Vascular injuries may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Aside from the previously mentioned condition of patient anatomy, it was noted the patient had an aneurysm in the abdominal aorta prior to valve implant. One week following valve implant, the aneurysm in the abdominal aorta ruptured, which per the physician the dcs might have contributed to the rupture. The device IFU cautions the user, ¿for transfemoral access, use caution in patients who present with multiplanar curvature of the aorta, acute angulation of the aortic arch, an ascending aortic aneurysm, or severe calcification in the aorta and/or vasculature. If =2 of these factors are present, consider an alternative access route to prevent vascular complications.¿ there was no information whether an autopsy was performed; a conclusive assessment of the relationship between the event and the device could not be reached. A procedure, or device-related, death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or failure to meet manufacturing specifications contributed to the reported event. Code updates: eval code method and eval code results have been updated in section h.2.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.